Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient underwent excision of centrally eroded mesh. The patient has experienced further erosion of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.